Manufacturer narrative:
(B)(4). Date sent: 02/25/2021. Please see h11: corrected data h11: corrected data = h1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was received: was the device locked on tissue with the jaws closed? No, the jaw locked when loading next reload. 2. Did the jaws eventually open? Yes.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? .

Event description:
It was reported that during an unknown procedure, the jaws cannot be opened after firing. There were no patient consequences.